Event description:
Presented on 12/28/94 for elective removal of catheter. Upon removal, catheter was noted to be shorter than normal. Catheter fragment removed percutaneously via right juglar approach. Pt discharged home 12/29/94 in satisfactory condition.